Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. It was reported that a male patient presented to he hospital suffering from a severe headache. A computerized tomography (CT) scan was performed which revealed parenchymal bleeding. The patient underwent a right temporo-parietal craniotomy for decompression. The patient recovered very well and was ambulatory awaiting transplantation. The device will not be returned to the manufacturer for evaluation as it remains implanted. Bleeding and stroke are known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
Approximately thirteen months after hvad implantation this patient suffered a hemorrhagic cerebrovascular accident (hcva). He was initially hospitalized with severe headache; inr was 3.4. A cranial computerized tomography scan noted parenchymal bleeding. Patient underwent a right temporal parietal craniotomy for decompression, after which he recovered very well and is now ambulatory waiting for transplantation. The device will not be returned to heartware for evaluation as it remains implanted. Investigation is ongoing.

Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted with-in thirty (30) days of completion of the investigation. Device remains implanted.